Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and med records) was requested. If add'l info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that: "pt came to office stating had pain in left hip upon x-ray. A lytic lesion behind cup dome with cup position shifted horizontally plan to proceed with hip revision. Cup came out easily stem did but sleeve was left in femur. Choice was to leave in after several attempts to extract tritanium cup accolade c-stem put in as replacement."